Manufacturer narrative:
(B)(4).

Event description:
It was reported the atrial lead was explanted and replaced due to an dislodgement. There was no adverse consequences to patient. The patients condition was unchanged prior, during, and post procedure.